Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2138500. Model: sc-2138-50. Serial: (B)(4). Batch: 164608/a35851.

Event description:
It was reported that the patients ipg was not charging after a non-device related surgery wherein electrocautery was used. The patients lead also had high impedances. The patient underwent a full system replacement procedure and was doing well postoperatively. All explanted devices were discarded by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.